Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had corroded electronic assembly noted during visual inspection. The insulin pump had a scratched lcd window and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.